Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 1 mg for a total dose of 0.20119 mg/day and bupivacaine 30mg for a total dose of 6.03558 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported increasing pain at the pump site that they report began after standing while wearing a backpack and experiencing a "lightning bolt" of pain. The patient favors their left side while witting. The patient feels like the pump was loose in the pocket. The patient was advised that the pain should resolved, but was also started on a medrol dose pack on (B)(6) 2020. The outcome of the event was noted as ongoing. The clinical diagnosis was pain at the pump site. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2020. The patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020, the patient denied pain at the pump site. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.